Manufacturer narrative:
No lot# provided. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported the bd vacutainer sst blood collection tubes had poor barrier separation , no report of medical interventions or serious injury.